Manufacturer narrative:
The reported event of a software anomaly on the device due to a mic error was confirmed. The cause of the event was unable to be determined; however, technical support will arrange for the patient to be seen in clinic to further troubleshoot the issue.

Event description:
The patient contacted remote care technical support due to the inability to pair her application with her phone. Additional information was received that the application could not pair to the app due to a software anomaly within the implantable device. Device reprogramming is anticipated to resolve the issue. The patient had no consequences.